Event description:
It was reported that the right ventricular lead was fractured. The lead had high impedance, noise was noted on the electrogram, and there was no capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the distal segment of the lead was returned and analyzed with no anomalies found. There was blood (not obstructed) on the proximalconductor and blood (obstructed) on the distal conductor. The stylet/guidewire was also noted to be stuck in the lumen.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : addr01 implantable pacemaker, (B)(6) 2007. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.